Manufacturer narrative:
The required information to enable further investigation at abbott diagnostics (B)(4), inc., such as the kit's lot number and patient's medical history, was not available. Therefore a root cause investigation was not performed. A review of complaints' trend reveal that all lots within expiry dating are performing according to the statements made in the package insert. The exact root cause of the reported issue could not be determined. Attempts to gain additional information were not successful.

Event description:
The customer reported conflicting results with the ID now covid-19 assay. The customer reported a positive and a negative result with the ID now covid-19 assay using two different ID now machines for the same patient. Swab and sample types were not provided. Information regarding use of viral transport media (vtm) was not provided. Dates and times of the tests not provided. No additional/confirmation testing information was provided. No patient information, including symptoms, treatment, and outcome, was provided. Attempts to gain further information were not successful. Positive results are indicative of the presence of sars-cov-2 rna. Per the ID now covid-19 product insert, precautions include: due to the high sensitivity of the assays run on the instrument, contamination of the work area with previous positive samples may cause false positive results. Handle samples according to standard laboratory practices. Clean instruments and surrounding surfaces according to instructions provided in the cleaning section of the instrument user manual. Refer to section 1.6, maintenance & cleaning, for further information. Negative results should be treated as presumptive and, if inconsistent with clinical signs and symptoms or necessary for patient management, should be tested with different authorized or cleared molecular tests. Negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results should be considered in the context of a patient's recent exposures, history and the presence of clinical signs and symptoms consistent with covid-19. Unexplained conflicting results shall be reported as it is unknown which result is correct.